Event description:
Technician alleged the siderail wound not latch in the up position.

Manufacturer narrative:
Technician found spring was missing from the siderail. He replaced spring to resolve the issue. No injuries reported.